Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited loss of capture (loc) for an unknown duration. A competitor company alerted us of this via explant paperwork for the device. It is unclear if there was any adverse patient effects as a result, and the device was explanted and replaced with a competitor device. To date, no adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.